Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2367 alarm, which occurred on the homechoice (hc) during use, during fill 4 of 5. The baxter technical service representative (tsr) explained the alarm and had the caregiver (cg) close all clamps and then cycle power to clear both the se 2267 and the se 2367 alarm. The tsr advised them to discard the supplies and finish with manuals. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and the patient was able to resume therapy the next day after starting over with new supplies. He finished out therapy that day with manual supplies. He also did get a hold of the nurse and he discussed the alarm with her. She did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.